Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with hanaulux 2007 surgical light. As it was stated, the handle was defective and sterile attachments did not last. There was no injury reported however we decided to report the issue in abundance of caution as the issue may lead to any particles falling off and then may lead to contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with hanaulux 2007 surgical light. As it was stated, the handle was defective and sterile attachments did not last. There was no injury reported, however, we decided to report the issue in abundance of caution as the issue may lead to any particles falling off and then may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as the handle was defective and it contributed to the event. There is no information if upon the event occurrence, the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. A malfunction of the hlx2007 light head handle system was detected. The defective assembly has been replaced (by hm56050750) and has been disposed of, making it impossible to conduct the technical evaluation. Furthermore, no photo showing the defect was provided to determine the cause of the malfunction. The technician noted that the system was worn out by time as the device had been manufactured in 1996. Lack of maintenance was most likely a contributing factor to this issue. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
Manufacturer reference number (B)(4).